Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer got hospitalized due to high blood glucose with blood glucose of 490 mg/dl at the time of the incident. The customer was at 114 mg/dl at the time of the call. The customer used manual injections to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated the pump was not working as the customer kept having sensor glucose versus blood glucose differences. Troubleshooting was not completed as the caller was unable to exit the fill tubing process. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Insulin pump primed properly. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the pump. Insulin pump programmed with multiple sensor glucose value and all registered properly in the summary history noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).